Event description:
Healthcare professional reported left side "hole in the radius." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole in radius."

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Physician initially reported no complaint against the left device. Physician later reported after device explanation "hole in the radius." Device has been explanted.